Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device found signs of clinical use on the end of the catheter. No damage or kinks were observed along the catheter. The device was flushed with water to test for leaks. The complaint could not be confirmed due to the device not leaking upon flushing with water. The reported failure was not observed and due to the device having been used, the root cause could not be determined.

Event description:
The customer reported the device leaked from the handle during a venous intervention procedure. There was no patient harm or injury reported.